Event description:
Customer's wife reported customer received a reading of 156 mg/dl from their freestyle freedom blood glucose meter and subsequently experienced a loss of consciousness. Customer did not know if he experienced any symptoms prior to losing consciousness. Customer's wife reported calling the paramedics who obtained a reading of 41 mg/dl from their hcp meter and treated customer with juice. Customer was then transported to a health care facility where he was diagnosed with hypoglycemia. It is unknown if additional treatment was provided at the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint was not confirmed. This is a final report.